Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for spinal pain. It was reported that the patient had left a message with her old managing physician¿s office, stating that her pump was alarming. No further information was known, as the physician no longer manages her pump. Environmental/external/patient factors that may have led or contributed to the issue included the patient was supposed to go to the new managing physician's office the date of the report ((B)(6) 2018), but the rep wasn¿t called, and the patient didn¿t give further information regarding the result of this visit. It was unknown what actions/interventions or diagnostics/troubleshooting was performed. It was unknown if the issue was resolved at the time of the report. Surgical intervention did not occur, and it was asked but unknown if surgical intervention was planned. The patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked, but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated. Additional information was provided by a manufacturer's representative on (B)(6) 2018. It was stated that it was unclear who was managing patient at this time. It was indicated that the provided information had been confirmed with the physician/account. No further complications were reported. Additional information was received from a consumer (patient's husband) on (B)(6) 2018. The pump was delivering dilaudid [14.0 mg/ml] at 4.999 mg/day. It was stated that the patient had "up and down programming." It was noted that the patient has a "gestation tube" going into her small intestine and that the patient had her esophagus, stomach, and gallbladder removed. It was reported that the patient's pain pump has died. It was stated that estimated eri (elective replacement indicator) is 5 months out. It was stated that they were having difficulty finding a healthcare provider (hcp) to manage the pump. Per the caller, they were told last month that the previous managing hcp would no longer be caring for the patient, as the hcp no longer accepting medicaid. The patient went to a new hcp who filled the pump on (B)(6) 2018. It was reported that the pump died a couple of days later on (B)(6) 2018. It was confirmed that they heard beeping from the pump on (B)(6) 2018 at 2:30 am. It was reported that the patient became severely ill when her pump died. It was stated that she has been retching and has been going through severe withdrawal symptoms, because she didn't have any dilaudid. It was noted that the caller did not review specifics as to why the pump died. It was reported that a motor stall was confirmed with the hcp (B)(6) 2018. Per the caller, yesterday ((B)(6) 2018), the new hcp informed them that they won't be able to help the patient with the pump and referred them to reach out to the manufacturer for additional physicians. The caller stated that they had just got off the phone with a hcp to have the patient looked at because there is fluid building around the pump. It was reported that the pocket had fluid in it, but now the "fluid is greater volume." It was asked but unknown when the fluid started. It was stated that there was already fluid in it, but "it grew around the (B)(6) (in 2018, month not provided). No out of box failure reported. A medical/therapy problem associated with small parts was not reported. It was noted that the patient¿s current pump (implanted in 2011) was donated by the manufacturer and wasn¿t supposed to be replaced until (B)(6) 2018. The caller was redirected to speak to a hcp regarding potentially getting another pump donated, and the physician locator website was reviewed, and listings were offered. The caller was to follow-up with the physician locator site. An email was also sent to a manufacturer's representative regarding possibly getting assistance with finding a hcp for the patient. No further complications were reported.

Manufacturer narrative:
Previously reported information (additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving bupivacaine (dose and concentration unknown) and compounded morphine 1.0 mg/cc running at 0.3469 mg/day. The event was updated to related to the device/therapy. No further complications were reported.) Does not pertain to this event and was submitted in error. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) and a manufacturer representative (rep) on 2018-dec-04 indicated a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). The pump status and/or event logs showed a motor stall occurred and was active. Reviewed pump off via password and if explanted/replaced to return for analysis. The hcp requested the pump off password. Pump off password was given. No symptoms reported. The event date was (B)(6) 2018 (1026 hours ago from date of report). Additional information received indicated the manufacturer representative was just contacted by the health care provider (hcp) stating a patient had a motor stall. It was unknown if the patient recently had an MRI. No symptoms were reported. The manufacturer representative needed the pump password (off password) to give to the hcp. The rep stated the hcp was thinking retrospectively that there was a mode that someone could have programmed to have the pump has been stopped for 1026 hours. The rep stated that the hcp was the new managing hcp of the pump, and that the old managing hcp of the pump had referred for the patient to have the pump explanted through a neurosurgeon. The rep could not confirm that this was a normal elective replacement indicator (eri) pump replacement referral. It was reviewed based off of implant date, eri would have likely occurred. The hcp was now referring out to neurosurgeon to perform a pump and catheter replacement. The hcp stated there was no issue with the catheter, but with the hcp being the new managing hcp they were wanting to start the intrathecal therapy over with a new pump and catheter. No further information was provided.

Manufacturer narrative:
(B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving bupivacaine (dose and concentration unknown) and compounded morphine 1.0 mg/cc running at 0.3469 mg/day. The event was updated to related to the device/therapy. No further complications were reported.